Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The device was not returned for investigation. Data confirmed the low flow when pump started and remained to the rest of the case that triggered auto suction response and suction alarms. The root cause of low flow was most likely low native cardiac output patient condition related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient was coding in the ER multiple times. The impella cp was therefore was placed in the patient for support but there was low flow and immediate suction. Waveforms were unclear. The impella was removed and a second one placed. The patient expired in the procedure area with the second impella.